Event description:
(B)(4) MDR - the pt complained of chest pain. Ventricular oversensing and 19 ventricular pauses were found in the holter. During the follow-up, the lead polarity had been changed to unipolar with the threshold of 2 .5v/0.4ms and the sensing amplitude of 2.5-3, omv. An x-ray was performed and a lead fracture could be seen.

Manufacturer narrative:
(B)(4) MDR.